Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 the patient had a right total knee replacement to address right knee osteoarthritis with varus deformity. There were no complications noted during the procedure. Part/lot page 4 of 25. On (B)(6) 2021, the patient had a right revision to address failed knee arthroplasty. Prior to surgery, the patient was noted to have debilitating pain. It was noted that the patient was negative for infection, but loosening work-up was positive, but no mention of loosening was noted in the surgical notes. During the procedure, the surgeon noted the tibial tray, insert, and femur were revised. There was no specific allegation of deficiency. Doi: (B)(6) 2017 dor: (B)(6) 2021 (right knee).